Event description:
On 7/30, the pt visited the clinic with symptoms of high blood glucose. A test on the surestep meter was er1. A comparison with the color chart indicated dark blue. The nurse tested herself on the meter, obtaining a result. The pt was diagnosed with steroid induced diabetes mellitus and released into the custody of his brothers. He was trnsported to another facility and admitted and treated for elevated glucose.